Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the unit would not heat up with ice in the tank. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
The user's facility biomedical engineer tried working on the unit and stated the unit works fine in all temperature settings w/o ice in the unit. The heater measured at 10 ohms. Investigation in progress, but not yet completed.